Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressurewire instructions for use (IFU) states that vessel dissection is a potential complication which may be encountered during all catheterization procedures.

Event description:
The following information was published in the european heart journal advance access on 1 september 2014, (doi: 10.1093/eurheartj/ehu338), and referenced in the international journal of cardiology in a letter to the editor on 5 october 2014: the famous-nstemi study was done to evaluate the outcomes of fractional-flow reserve (ffr)-guided management versus angiography-guided care in nstemi patients. Each of the 350 patients in the study had a diagnosis of recent nstemi including an additional risk factor for coronary artery disease. They each also had a least one coronary artery stenosis greater or equal to 30%. It was concluded for each patient that the stenotic lesion was amenable to instrumentation with an sjm pressurewire, and ffr measurements were completed. Two patients experienced dissections that were attributed to the pressurewire device. No additional information was available. The second event is reported under MFR report number: 3008452825-2015-00079.